Event description:
Reporter found pt pulseless and non-breathing. CPR started and AED applied. Error prompt of "connect electrodes" would not allow AED to analyze or shock pt. Medtronic service rep evaluated unit and found no failure. Testing showed leads off indicating incorrect lead placement or premature opening of package resulting in dried electrode gel. Unit recalibrated and returned to service.